Event description:
The customer reported that "when he does a user test, it displays that maintenance is required. How to remove this message". There was no report of patient involvement.

Manufacturer narrative:
(B)(4).